Event description:
The customer reported via phone call that they have discontinued insulin pump therapy. The customer reported the insulin pump's screen was dark, making it difficult for them to read the screen. The customer also reported the insulin pump's screen would freeze. The customer declined to troubleshoot for the insulin pump. It was also found the customer had an infection on their leg from the needle on the infusion set. The customer stated the infection was resolved after one month. Customer's blood glucose was unknown at the time of the call. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.